Event description:
In 2008: this female pt was admitted for coronary intervention due to stable angina. She had a 2.5x 18mm cypher select stent implanted to treat a 90 % stenosis in the proximal rca. There were no reported complications. A staged procedure was planned due to cardiovascular safety. Two days later: the pt experienced a cannula infection (site unk). In 2007: approx two weeks post index procedure, the pt returned for two of the staged procedure. A 95% stenosis in the proximal lad was treated with a device. Following the procedure, the pt had a vasovagal response when the femoral sheath was removed. Six months later: the pt experienced angina. Four days later: the pt underwent angiogram for recent chest pain. Three lesion were treated: a 76% stenosis in the distal rca was treated with the placement of a 3.0x28mm cypher select stent. A 70% stenosis in the mid-lad was treated (no details provided). A 75% stenosis in the mid-rca was treated with the placement of a 3.0x23mm cypher select stent. A 75% stenosis in the proximal rca was treated with the placement of a 3.5x13mm cypher select stent. It was confirmed by the study coordinator that none of the new lesion were in-stent nor were they within 5mm of the previously implanted cypher stents. Two days later: the pt was discharged in stable condition; however, later that evening, she presented with a cva. She was diagnosed with right thalamic infarct. In 2008: the pt was hospitalized for resection of the pituitary macroadenoma ( a benign growth in the pituitary gland that is larger than 10 millimeters in size). Five months later: pt underwent repeat tran sphenoid hypophysectomy for pituitary tumor.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of four reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-02308, 9616099-2008-0239 and 9616099-2008-02311.